Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event took place in canada. A pediatric patient experienced significantly elevated blood glucose levels, measuring 27 mmol/l. The high blood sugar was managed using an insulin pump for treatment. No further information available.